Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was not duplicated. The unit passed 48 hours of extended testing without unusual alarm or error condition. The unit passed initial final test and initial alarm volume test. The unit passed all bench testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low pressure alarm at 40 during transport of a patient on the revel ventilator. The customer reported a back up ventilator was used. The customer confirmed there was no patient harm associated with the reported event.